Event description:
It was reported that pump malfunction occurred after pump was accidentally dropped into pool and got wet, and malfunction message was displayed that could not be cleared. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy and will reach out to hcp.